Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the water ingress into the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, there was the possibility that the reported phenomenon was attributed to the following. Omsc surmised that the communication failure between the subject device and the video processor occurred which caused by the damage of the electric circuit due to water ingress by deformation of the focus ring. Also, omsc surmised that the deformation of the focus ring was caused by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the holmium laser enucleation of the prostate (holep) procedure, the endoscopic image of the subject device disappeared and appeared repeatedly. The user wiped the connector of the subject device and reconnected the subject device to the video processor, but the issue could not be resolved. The user replaced the system including the subject device to another system and completed the procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.